Event description:
Discordant troponin I (rti) results were obtained on a patient samples. The samples were repeated and the results were reported. Patient treatment was not altered or prescribed. There were no report of adverse health consequences due to the discordant troponin I (rti) results.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant troponin I (rti) results could not be determined. The instrument is performing within specifications. No further evaluation of the device is required.